Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the ccu-med/rez ICU. During insertion of a non-antimicrobial cvc into the patient's right subclavian, the spring wire guide unraveled and became knotted. As a result, an incision had to be made and the wire was removed surgically from the patient. There was no delay in treatment and no patient death or complications were reported.